Event description:
The facility representative reported an infusion pump with failure code 814 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary:the condition of fail code 814 was confirmed as fail code 814:04 in the event history during product evaluation. Fail code 814:04 was due to defective pump head module. The pump head module was replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.